Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ skin rash/dermatitis ¿ ndr: not applicable as the event is not related to the device. Anxiety - product/procedure: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. ¿ deformation observed. ¿ wear abrasion observed. ¿ yellow particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Health professional reported left side mild "skin rash." No indication of treatment or surgical reoperation. Per follow up findings, the event of skin rash is not device related but due to "fungal rash." Later healthcare professional reported capsular contracture baker grade iii and explant of textured implants due to the patients concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Health professional reported left side mild "skin rash." No indication of treatment or surgical reoperation. Per follow up findings, the event of skin rash is not device related but due to "fungal rash." Later healthcare professional reported capsular contracture baker grade iii and explant of textured implants due to the patients concern with the product. Device has been explanted.